Event description:
It was reported that the pt currently has five electrodes (7-12) within normal limits for the left cochlear implant. Pt is bilaterally implanted and shows strong preference for his right ear. Testing showed that there are multiple hi impedance and sc electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.